Manufacturer narrative:
No report of patient involvement. A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. Power was cycled, resolving the reported alarm condition. The unit was returned to service.

Event description:
The hospital reported the unit had a ventilator failure during the preoperative checkout. There was no report of patient involvement.